Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date.

Event description:
It was reported that this was closure of an unspecified access site using a prostyle device after an unknown procedure. Reportedly, the device did not remove easily. Foot remained extended, needed to manipulate the catheter to remove. Did not deploy correctly/dislodged due to foot issue. The method used to achieve hemostasis was not provided. There was no adverse patient effect. No additional information was provided.